Event description:
It was reported that there was a "code 4,000" and the device was replaced. Further information from the hcp indicated that the issue was with impedances being greater than 4,000 ohms and the patient had no stimulation. The patient outcome was reported as "no injury".